Manufacturer narrative:
The implantable neurostimulator lead and extension have been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow up report will be sent when the analysis is complete.

Event description:
The pt had good paresthesia, but needed to recharge the implantable neurostimulator several times a day. Stimulation therapy was used continuously, 24 hours a day. The device was replaced. The pt outcome was reported as "satisfactory".